Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was thoroughly analyzed. No anomalies on the outer or inner insulation could be attributed to the complaint at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead exhibited insulation damage after the physician slit it accidentally. The lead was not used and was replaced. No patient complications have been reported as a result of this event.